Event description:
In this event it is reported that promark apex locator during use patient allegedly claims they felt like an electrical shock when doctor was measuring the canal. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
2 (two) unsuccessful requests for product return and investigation result. No product returned for investigation.

Manufacturer narrative:
Additional details from the customer that the electrical shock was more of an electrical sensation described as "more like a prickle but it made the patient uncomfortable. Dr decided not to use the unit after that.".